Event description:
The external pulse generator which was returned as a loaner for restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases, knobs, ring cover, one main printed circuit board screw, the output connectors, battery drawer, battery drawer o-ring and heart lead flex were contaminated, that the side bail covers were broken, that the lead flex cover, main printed circuit board and liquid crystal display were corroded, the battery contacts compressed, the ring bail bent and the serial number label was damaged. (B)(4).